Event description:
It was reported that machine does not perform suction.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint was confirmed as the device was found to have a defective pump. A visual inspection also revealed damages to the exterior of the device and dc inlet. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. As a result of this failure, the necessary repairs were carried out and the device was confirmed to be working with specification.